Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 01apr2020.

Event description:
During bench repair of the unit, the unit showed an error consistent with post 35v (volt) failure. The manufacture's service technician indicated that to address this error, the unit will need the motor controller (mc) pcba (printed circuit board assembly) replaced. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported. The manufacture service technician replaced the motor controller pcba to resolve the reported issue.